Manufacturer narrative:
This report is filed april 23, 2014.

Event description:
Per the clinic, the patient experienced a decline in performance subsequently to suffering a stroke. Due to the need for MRI's the decision was made to explant the device on (B)(6) 2013. The device has not been made available for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Device currently unavailable.